Manufacturer narrative:
Examination of the locking spline profile on the acetabular liner revealed sharp features which would indicate that the liner may not have been fully engaged into the locking detail of the acetabular shell. The proximal face of the acetabular liner had signs of plastic deformation that may have been due to head and/or neck impingement. The acetabular shell was not returned therefore no further evaluation was conducted.

Event description:
It was reported revision was performed due to disassociation.